Manufacturer narrative:
Country of origin: (B)(6).

Event description:
It was reported that a cadd®-legacy duodopa pump gave a "no disposable" alarm, and during use, the patient fell on their hip and sustained a severe head injury. The patient was hospitalized for several medical examinations. The patient's partner cleaned the alarm sensor with a damp cloth and the alarm was resolved. The patient continued to use the pump. It is unknown whether the patient's fall and subsequent injury was device related. Additional information regarding the current status of the patient was requested, but not received.